Event description:
Following a volt pfa procedure, after discharge, the patient was found at home having vomited and unable to communicate. The patient was transported to another hospital and a subsequent CT scan showed no evidence of hemorrhage or cerebral edema. However, following consultation with the attending physician thrombolytic medications were administered. After receiving the medication, the patient had gradual improvement of their speech impairment.